Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 module and the n2o module were calibrated to resolve the reported issue. Block a: no report of patient involvement. No patient information available.

Event description:
The hospital reported that the o2 and n2o were not tracking correctly which could result in a hypoxic mix in the patient circuit. There was no report of patient involvement.